Event description:
It was reported that a user new to the ilet experienced hyperglycemia with dexcom g7 cgm readings up to 253 mg/dl and a confirmatory glucometer value of 278 mg/dl for about three hours while using a teflon infusion set on the abdomen. Review of ilet history indicated the meal was not announced after consuming hot chocolate, representing an improper or incorrect use procedure related to the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, consistent with an unannounced meal as the precipitating factor. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.